Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that there is sensor glucose versus blood glucose differences. Customer's blood glucose values is 139 mg/dl and current sensor value is 56. Explained to the customer that the blood glucose and sensor glucose meter readings will be close, but rarely much due to how glucose travels in the body and also there may be larger differences after meals, bolus delivery or when arrow present on sensor graph. The sensor glucose and blood glucose differences is not acceptable range. The customer was advised that we will ship a sensor. The customer will try waiting an hour before calibrating the sensor if there is a large gap in sensor glucose versus blood glucose. Customer has turned the sensor feature off on the pump and will turn the back in 30 minutes and attempt to calibrate. Customer will monitor.